Manufacturer narrative:
The pipeline flex with shield technology braid was returned within its introducer sheath and observed to be released from the dps sleeves. For further examination the pipeline flex was pushed out of the introducer sheath with no issues. The pipeline flex with shield technology braid was observed to be fully open with the distal end having moderate fraying, and the middle section and proximal end having no damages. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was observed bent. No other anomalies were observed. Based on the analysis findings and the reported event details, the clinical observation of failure to open distally could not confirmed. We are unable to definitively determine the cause for the reported experience could not be determined as the returned pipeline flex with shield technology braid was observed to be fully open with damage (fraying) on the distal end. It is possible that the braid sizing, the damaged braid, and the patient¿s vessel anatomy (bend) may have contributed to the reported issue. In addition, pipeline flex pushwire was observed to be damaged (stretching / bending). However, the cause for the damages could not be determined. Per our instructions for use (IFU): ¿select an appropriately sized pipeline flex embolization device with shield technology such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device with shield technology may result in inadequate device placement, incomplete opening, or migration. Begin to deliver the pipeline flex embolization device with shield technology using a combination of unsheathing the pipeline flex embolization device with shield technology and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device with shield technology has successfully expanded, deploy the remainder pipeline flex embolization device with shield technology by pushing the delivery wire and/or unsheathing the pipeline flex embolization device with shield technology. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device with shield technology. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. Note: d. Suspect medical device brand name = pipeline flex w/shield technology model # = ped2-475-20. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Suspect medical device brand name = pipeline flex w/shield technology, model # = ped2-475-20. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery (ica) the device did not open distally. It was reported that the middle section of the device was positioned in a bend. More than 50 % of the device was deployed when it failed to open. The device was resheathed two times, but did not resolve the problem. The pipeline was resheathed and removed with the microcatheter. A new device was used and the procedure was completed successfully. No patient injury was reported. The aneurysm was blister form and the max diameter was 3 mm and the neck was 3 mm. The distal landing zone was 6mm and the proximal was 9 mm. The patient had moderate vessel tortuosity.